Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead had no output. The physician decided to put in a qp system. No adverse patient events were reported.